Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported issue of failed flow rate test (too low). The reported condition was verified through a review of the event history log by the presence of downstream occlusion alarms. Downstream occlusions were determined to be the actual reported symptom and were found to be caused by the downstream tubing guide depth which was out of specification the downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the pressure test (too low). There was no patient involvement. No additional information is available.